Event description:
As reported: "during removal, the screw stopped in the middle and the tip of the extractor broke off when the surgeon kept turning it. The bone around the screw was then drilled using a crown drill and the screw was removed. In doing so, the drill tip may have hit the screw and chipped it."

Manufacturer narrative:
The complained chipping of the crown drill can not be confirmed. The device inspection revealed the following: the visual inspection has shown that received device is in a good condition with no by the naked eye visible damages. A function test with a saw bone was made and it was detected that the device does not cut as expected. Therefore an evaluation of the crown drill cutting edges under the microscope was made. The evaluation has shown that the cutting edges are at the inside rounded, which leads to the decreased cutting performance. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by the in the event description mentioned metallic contact with the screw, which caused a mechanical overload and the observed deformation of the cutting edges. If more information is provided, the case will be reassessed.

Manufacturer narrative:
The complained chipping of the crown drill can not be confirmed. The device inspection revealed the following: the visual inspection has shown that received device is in a good condition with no by the naked eye visible damages. A function test with a saw bone was made and it was detected that the device does not cut as expected. Therefore an evaluation of the crown drill cutting edges under the microscope was made. The evaluation has shown that the cutting edges are at the inside rounded, which leads to the decreased cutting performance. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by the in the event description mentioned metallic contact with the screw, which caused a mechanical overload and the observed deformation of the cutting edges. If more information is provided, the case will be reassessed.

Event description:
As reported: "during removal, the screw stopped in the middle and the tip of the extractor broke off when the surgeon kept turning it. The bone around the screw was then drilled using a crown drill and the screw was removed. In doing so, the drill tip may have hit the screw and chipped it."